Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up, intermittent oversensing was seen n the right ventricular channel. No artifacts were seen on the electrocardiogram. The patient will be seen back at the clinical for further review. This device remains implanted. No adverse patient effects were reported. Additional information noted that this patient was seen at a follow up and noise was no longer seen. The devices sensitivity was reprogrammed and a follow up was scheduled in one month.